Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving an unknown cup was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient was revised on a left hip due to dislocation.

Event description:
It was reported that patient was revised on a left hip due to dislocation.